Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 519, 544, 450 and 444 mg/dl. The customer was treated with pump. Bolus wizard was turned off. The device is not expected to be returned for analysis.